Event description:
It was reported that during surgery, it was noticed that inserts were not available in the kit, and it was not possible to get any sent within time of patient remaining on the table. Therefore, the procedure was completed by leaving the trial insert in the patient's knee. A revision surgery was planned on (B)(6) 2022 to place the actual insert. The patient's current health status is unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the selection of components after ¿having got through the case¿ contributed to the event. The patient impact beyond the reported temporary implantation of a trial component and planned revision cannot be determined with the lack of clinical information; however, an increased risk for adverse event(s) and/or infection cannot be ruled out. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.